Event description:
It was reported during a ptca/stent procedure, the stent delivery system (sds) would not advance over the guide wire, initially. The guide wire was wiped down, and the tip of the sds was found on it. No pt injury was reported. No other info was provided.